Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken main tube approximately 0.239" x 0.417" where the main tube connects with the lower chassis of the instrument at the proximal end. The broken piece was not returned with the instrument. The components adjacent to this broken main tube show damage which may indicate potential mishandling.

Event description:
It was reported that the 8mm mega suturecut needle driver instrument was not closing properly. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.